Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed an ¿unable to proceed¿ alert during the fill tubing process at approximately 20.5 units, instructing to clear alerts despite only showing the setup alert, and the issue persisted through multiple attempts by clinical staff. Symptoms included no reported adverse clinical effects. Outcomes included interruption of training and device replacement to continue therapy initiation. Investigation included internal review of the event, user troubleshooting by clinical staff, and retrieval of the original device for return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.